Event description:
Pt had malfunctioning atrial pacemaker lead. Pt had a median sternotomy, placement of new epicardial atrial pacing leads, implantation of new pulse generator in new abdominal wall pocket on 6/9/97.